Manufacturer narrative:
Qn# (B)(4). UDI # (B)(4).

Event description:
It was reported that "(B)(6) 2024, packaging damage" sterility breach found during examinations and functional tests before it is used on a patient.

Manufacturer narrative:
(B)(4). UDI # (B)(4). The customer returned one unit 5-10114 et tube,cf,7.0 for investigation. The returned sample was in its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there was a large hole in the packaging. Additionally, the pilot balloon was sliced open at the location of the hole in the package and multiple cut marks were on the package next to the hole. It appears that something sharp came in contact with the package and cut it open , damaging the pilot balloon in the process. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined when the package got cut open. It's possible it got cut when the box was opened, but this could not be confirmed. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that"22 may 2024, packaging damage" sterility breach found during examinations and functional tests before it is used on a patient.